Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/10/2016 with the following findings: during investigation, the battery compartment and cap were undamaged and the battery cap was able to fit and maintain electrical connection. The cap contact measurements were within specification. The pump powered up with auditory and vibrations to a blank screen. Due to the blank screen, the original complaint of the ¿intermittent power¿ was unable to be adequately investigated. The pump¿s cover was removed and the printed circuit board was inspected and a crack in the upper eeprom chip was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.